Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was leaking the following information was received by the initial reporter with the following verbatim the bd product connected to the set was not tight, so the chemo drug leaked from our product.

Manufacturer narrative:
One 2000e sample was returned without packaging for investigation. The sample was connected to an unknown infusion line and an unknown three-way stopcock. Residual clear fluid was present and the infusion set was spiked into a 100 ml 0.9% nacl infusion bag. Further information provided by the customer indicates the infusion rate was 60ml/hr for 10 minutes. The customer reported that the affected sample was from lot 24026418 and the connection "to the set was not tight, so the chemo drug leaked from our product". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The smartsite was then subjected to pressure testing by connecting to a 50ml bd plastipak syringe from stock, as well as to the returned connecting products; in each instance no leakage was observed from the smartsite throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24026418 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e component in the past 12 months.

Event description:
No additional information.